Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had an spi to motor pic communication error when they tried to clear the alarm, the keys were not responding. The customer's blood glucose level was 12.1 mmol/l at the time of the incident. The customer stated that the insulin pump might have been splashed with water. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with button error alarm and had unresponsive all buttons due to moisture damage electronic assembly. Unable to perform self-test and displacement test or verify a39 alarm due to unresponsive button.